Event description:
Rn prepared the circuit per protocol and was unable to start pirrt due to multiple filter/prismax attempts and issues. After two separate prismax machines, and four filters, rn was able to begin therapy. Pt code: 4582. Device code: 1670. Reference reports: mw5178775, mw5178776, mw5178778, mw5178779, mw5178780.